Event description:
A surgeon reported approximately a month following intraocular lens (iol) implant procedure, a lens has rotated approximately 20 degrees. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).